Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that approximately one month after implantation, the cap on the gastrostomy set began leaking. The patient had the entire set replaced, but there were no injuries aside from this additional procedure.